Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the m-02 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The unit had severe screen damage. The screen had cracks all across the display. There were scratches on the top of the bezel and the cover. Looks like unit has been dropped.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the erbe had errors. The customer power cycled the erbe, but the issue persisted. Prior to contacting the technical service engineer (tse), the customer replaced the cords and instruments, but the issue persisted. The customer removed the external pedals and the erbe still faulted. The customer connected the force triad generator to the tower with the energy activation cable. The surgeon was able to control energy via the third-party generator to continue. The procedure was completed as planned with no reported injury.